Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 524 mg/dl. Customer had treated their blood glucose with a bolus. It was also found the customer was feeling thirsty due to their high blood glucose. It was also found the customer had a knee infection. The customer also stated their bolus wizard settings may be incorrect. Customer was advised to consult with their healthcare provider. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.